Manufacturer narrative:
Concomitant medical products: item: unknown metasul head winterthur generic hip, catalog #: unknown, lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following reports are associated with this event: 0009613350-2018-00416. (B)(4).

Event description:
It was reported that the patient was implanted a unknown emeraude stem on an unknown side and unknown date. Subsequently patient underwent revision surgery due to unknown reasons.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on june 26, 2018 but was not available. This case has been opened because the hip revision was mentioned in case (B)(4) (MFR 0009613350-2018-00432) where a wrong product combination has been initially reported (new products implanted during this revision surgery). The reason for the revision remains unknown. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: it was reported that a patient was implanted with a zimmer metasul head and emeraude stem on an unknown date and was revised on march 07, 2018 due to unknown reasons. A revitan curved was implanted by transfemoral approach. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes that might be leading to the issues reported are listed in dfmea of emeraude stem and metasul heads. Conclusion summary: patient was revised after an unknown time in-vivo of the stem and the head due to unknown reasons. No ref/lot info was reported. Therefore no complaint history was checked nor the review of the device history records for the products were performed. In the absence of adequate information it is not possible to find any root causes. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).